Event description:
It was reported that the prove is starting the coag mode automatically without pressing any buttons or footswitch. Allegedly, the probe was placed on the instrument tray and not being touched. After approx 20 seconds cutting in air, there was an e8 alarm occurring. After switching on and off the console the probe worked normally again. It was further reported that the hospital stated that this is a dangerous situation as if the probe should be in contact with the patient there could be hurt.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.